Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump discontinuation due to the pump crack and removed the sensor and set, found a pump error 37, and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, mmt-431ah. Troubleshooting was performed. The customer reported receiving a pump error. The customer was able to clear the error and complete the rewind process. The customer reported receiving battery battery-failed alarm. The customer did not have a new battery available. Advised customer to obtain new battery and callback to continue troubleshooting. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned. No product return will be required for mmt-7040a. No product return will be required for mmt-431ah.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with serial number label stained, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 03/05/2024 at 08:57:00.000 power loss alarm on 03/17/2024 23:02:48.000 and 23:02:56.000 failed batt/battery failed alarm on 03/17/2024 at 10:26:46.000 and 10:27:03.000 pump error 37 alarm on 03/17/2024 at 10:26:25.000 pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No battery failed alarm or pump error 37 alarm during testing. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. Customer alleged for pump error 37 alarm was confirmed in the pump history, problem isolated to the motor assembly. Customer alleged for battery failed alarm was not confirmed. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.